Event description:
An infusion pump with an 810:13 failure code that occurred during pt use. The biomed stated that there have been no reports of any pt incident involving this pump since the last baxter service event. The pump was infusing at a rate of 500ml/hr with a volume to be infused of 50ml. It was unknown whether or not there was a report of medical intervention or pt injury, what type of medication was being infused, or the type of tubing being used. Additional contact info was requested but no additional contact was identified.